Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the implantable cardioverter defibrillator (ICD) set screw could not be tightened. The device was explanted. The patient condition was stable.